Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer states: the feeding rate was faster than the setting.

Manufacturer narrative:
An investigation of kangaroo joey pump was performed for the reported condition of; the unit's feeding rate was faster than setting. The unit was triaged and the complaint could not be confirmed. Kangaroo joey pump was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6).